Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the customer added more insulin and performed the fill tubing step again, but received another minimum fill notification. The customer reloaded the cartridge while troubleshooting with tandem technical support and was able to complete the load process. Customer reported an elevated blood glucose level of 300 (mg/dl) and administered a bolus on the pump to stabilize bg level.